Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic with symptoms of fatigue, the pulse generator exhibited backup vvi mode, the status report displayed only dashes. After a software download, the device resumed normal function. The patient would continue to be monitored.